Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. The device history record (DHR) could not be confirmed because the lot number was not provided. There was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Conclusion: the definitive cause of the reported events could not be established. Cause analysis: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
An olympus territory manager reported: while was at the facility today, I was told that a physician had another incident (gi tissue injury and/or tissue found in distal cover post procedure) yesterday but the event was not reported. No information was provided by the customer regarding an event occurring on (B)(6) 2020. No additional consequences to the patient were reported. Over a twenty-day period, the customer reported a cluster of eight similar events occurring during endoscopic retrograde cholangiopancreatography (ercp) procedures using an evis exera iii duodenovideoscope with a single use distal cover. These events involved gastrointestinal tissue trauma and/or tissue found in the distal cover following the procedure. These are events are reported in the following: event one: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event two: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event three: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event four: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event five: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event six: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event seven: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event eight: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. The customer attributes these similar events to cracked caps (maj-2315). Customer reports speaking with the team, and they did report having difficulty in the beginning with cracking the caps. The caps were changed if they were found to be cracked. The customer also reported discovering a few caps were cracked when coming out of the packaging.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the legal manufacturer's investigation findings based on the FDA inspection conducted from 07nov2022 to 10nov2022. Based on the additional investigation findings, the following factors likely caused the cracks to occur at the time the pack was opened: 1. Cracks occurred due to an external load during the storage of the device after delivery. 2. When the customer grabbed the sterilization pack to remove the distal cover from the packaging, it was gripped too tightly which crushed the distal cover. This supplemental report includes corrections to g2 and h6 codes which were not included on the previous submission.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.